Event description:
It is reported that the patient is experiencing right intermittent thigh pain.

Manufacturer narrative:
Evaluation summary: x-rays returned show well placed components with no evidence of loosening. Office visit notes from the patient's 6 month follow up notes that the mild mid-thigh pain is experienced with heavy exercise, but really does not limit his activities at all. The surgeon told the patient that "sometimes thigh pain will occur with heavy exercises and may be present for a year or two and then eventually resolve." In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. With the information provided, a definitive root cause cannot be determined. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.